Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with a measured value of 70 mg/dl that improved to 93 mg/dl after consuming a banana, and troubleshooting and education were provided. Symptoms included hypoglycemia characterized by low blood glucose. Outcomes included recovery without the need for emergency treatment or hospitalization and plans for routine follow-up with clinical support. Investigation included technical review and user troubleshooting. Investigation of this case revealed no device malfunction was identified and user education addressed management of low glucose. It was concluded that the event was consistent with hypoglycemia of unclear cause and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.